Event description:
Angio-seal failed to retract out of right femoral artery post procedure. Angioseal had to be broken apart to remove it from the artery. Manual pressure was held for hemostasis. Pulses were palpable.